Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2019-11265. It was reported the patient experienced discomfort at his ipg site. As a result, the patient underwent surgical intervention. During the procedure, the patient's original ipg was relocated. Surgical intervention resolved the patient's issue. Both of the patient's ipg's are being reported because it is unknown which ipg is liable.